Manufacturer narrative:
This supplemental MDR has been filed as a correction since the device associated in this manufacturer report number 2016493-2025-76380 was determined to be a concomitant device. Please refer to manufacturer report number 2016493-2025-76373 which captured the reported event and suspect device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es stations are on critical override. The customer reported that they were unable to get the meds due to critical override and further confirmed that delay occurred during the dispensing. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es stations are on critical override. The customer reported that they were unable to get the meds due to critical override and further confirmed that delay occurred during the dispensing. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.